Manufacturer narrative:
Am device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) as confirmed. As received the monitor was intermittently able to power on. Upon investigation, debris (tape/paper) was stuck to the battery connector, j1. Once the debris was removed the monitor was able to power on and functional testing verified proper functionality of the ECG acquisition and pulse delivery circuitry. The root cause of the debris was unable to be positively identified. No adverse event resulted from the debris on the monitor.

Event description:
A us distributor returned monitor sn 07038935 and reported that the monitor was unable to power on.